Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2010 for the treatment of pelvic organ prolapse and stress urinary incontinence and three mesh products were used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with uphold (boston scientific), pelvisoft (c.r.bard), and desera (caldera) implants due to pop and sui. It was reported that following insertion patient experienced extrusion, infection, urinary/bowel problems, recurrence, and bleeding. (B)(4).